Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event of the patient experiencing a posterior chamber tear, leading to an anterior vitrectomy was not able to be confirmed. The root cause of the system having aspiration issues cannot be determined conclusively. The root cause of the reported event of the patient experiencing a pc tear, leading to an anterior vitrectomy cannot be determined conclusively. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during the phacoemulsification mode of a cataract extraction procedure the aspiration flow was not optimal. It was noted by the surgeon that this was due to the set up of the aspiration flow. The patient experienced a posterior capsule rupture. An anterior vitrectomy was required. The intraocular lens was implanted into the sulcus. Additional information was requested and received.